Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the keypad on the insulin pump was not functioning properly. No blood glucose was reported. The insulin pump has been replaced. No additional information is provided.